Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-nov-2015, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse inspected and tested the sample needle with diluent prime. The fse inspected that the wash nozzle, compound action, and bf wash and substrate prime were normal. However, the temperatures settings were incorrect and were adjusted. The customer calibrated the analyzer and the instrument was verified to be operational. There was no further action by fse. The most probable cause of the reported event was table temperature settings.

Event description:
On (B)(6) 2015, a customer reported that the estradiol, psa, and testosterone control values were out of range using different lots using their aia-360 analyzer. Quality control (qc) would come into range with repeat runs. Technical support sent new lots of the controls and there was no change in results. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.